Manufacturer narrative:
(B)(4). The carefusion factory service engineer evaluated the uim installed into test station to verify performance. The uim remained blank when the unit is switched on, all the leds on the front panel goes on and remains on but the uim display remains blank. The uim was powered on and was able to duplicate the reported issue. The uim was powered up and there was blank screen. Power uim on and off every two seconds. Attempted to reload software but could not get the uim to initiate the software loading process, it will not activate. By visual inspection the uim was disassembled and no loose connections were found. The control pcba was isolated as the root cause.

Event description:
The customer reported that after power was on, patient choice screen appeared but the device started resetting and the display turned to white. No patient involvement.